Event description:
Approximately 3 weeks following cypher stent placement, the patient presented to the hospital with an acute myocardial infarction (mi). The patient showed signs of cardiac failure and decreased blood pressure. Coronary angiography revealed thrombus in the cypher stent implanted at the left main - circumflex and proximal to it. This stent overlapped with the stent in the left main - left anterior descending artery. To treat the thrombus, aspiration and balloon angioplasty by the kissing balloon (kbt) was conducted. A 2.5 x 15mm and 3.0 x 20mm were inflated at 12 atms for an unknown inflation time. 10,000 u of heparin was administered during the case and an intra-aortic balloon pump (iabp) was inserted. Per the procedural physician, the probable cause of the sat was because the patient had stopped taking the anti-platelet therapy medication on their own 16 days after the index procedure.